Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records. H1 type of reportable event was incorrectly reported as serious injury in initial MFR (B)(4) and has been corrected to malfunction.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the physician thought the impella might be too deep in the ventricle but didn¿t want to reposition due to concerns of causing ectopy which was problematic during the case. Bedside echocardiography in intensive care unit confirmed the impella was position was too deep. The physician noted there no signs of hemolysis or other patient complications, so they decided to not reposition the impella.